Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that a scleral fixated intraocular lens (iol) that was implanted approximately 18 years ago was dislocated 4-5mm inferiorly. The iol was exchanged for another iol with a difference of 16.5 diopters of power and a vitrectomy was performed. Additional information has been requested.